Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient stated that he had headaches and gets nauseated when using device. Patient also stated that he had foam coming out of his mouth and had really bad cough from using the device. Patient also felt weak when he gets up and had kidney problems and has gotten better when he stopped using device. There was no report of serious patient harm or injury. Section b5 has been corrected and should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient stated that he had headaches and gets nauseated when using device. Patient also stated that he had foam coming out of his mouth and had really bad cough from using the device. Patient also felt weak when he gets up and had kidney problems and has gotten better when he stop using device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was corrected(codings were not coded in initial report) and also updated in this report.